Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt experienced insulin leakage from the infusion set and reported this area under the infusion set adhesive becomes wet. The infusion set was requested for eval. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.